Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery with one proglide and one prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, with both devices, cuff misses [suture retrieval issues] occurred. Additionally, the distal guide and sheath on both devices were reportedly very bent, possibly due to the obesity of the patient. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 10f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device with reported issue referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported bent guide was confirmed. The reported cuff miss was not confirmed based on return device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.